Event description:
The customer reported that the patient was admitted to the hospital (B)(6) 2022 due to gastrointestinal bleeding. The patient was tested with the ID now covid-19 assay on a nasopharyngeal sample on (B)(6) 2022 which presented a positive result. The patient was kept separate from other patients until confirmatory testing was completed. Confirmatory pcr testing was performed (B)(6) 2022 which generated a negative result (platform and sample type unknown). No treatment decisions were made based on the ID now test result. No further information regarding health status or outcome was provided.

Manufacturer narrative:
Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063017 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1063017 and test base part number 190-430 / lot 1063017. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063017 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. However, a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Correction: d4 (lot #). Additionals: d4 (exp. Date) and h4. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.